Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected first time and power loss alarm. The patient¿s blood glucose level was 188 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump error due to connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test, sleep current measurement and active current measurement.